Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and passed the self test. The insulin pump was monitored for one day and no unexpected alarms or audio anomalies were noted. The damage to the keypad assembly or unlocked keypad connector was noted and the buttons all functioned properly. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
Customer reported via phone call that insulin pump was experiencing a constant beep. Customer's blood glucose was 107 mg/dl. Customer also reported that buttons were not responding. After troubleshooting, customer was advised that insulin pump would need to be replaced.